Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fluid overload. There is no evidence that supports a causal relationship between the liberty select cycler and the patient¿s fluid overload. The patient¿s fluid overload was most likely related to the patient¿s noncompliance. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of fluid overload remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced fluid overload. The patient called technical support center requesting assistance to bypass to drain due to discomfort. The patient¿s peritoneal dialysis (pd) nurse stated the patient was admitted to the hospital for fluid overload. Details surrounding the patient¿s hospital course are unknown as the patient¿s discharge summary is unavailable. The patient was discharged after three days. The pd nurse stated that the fluid overload was related to the patient¿s noncompliance to pd therapy. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.